Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient's nurse. He stated the patient was fine, but could not recall if this error was reported to the clinic. The patient stated he would follow-up with the patient. No injury or medical intervention was reported. This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot information was unavailable; therefore, a batch review was not performed. Review of the labeling finds the homechoice apd systems at-home guide is adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical services regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during use. Home patient (hp) stated she had cycled power on the hc before calling. Hp also stated she had not pressed stop on machine when she disconnected prior to alarm [hp reconnected and was connected at the time of the alarm]. The technical service representative (tsr) explained the alarm and had hp cycle power on machine again to press go to start and disconnect from machine and remove cassette to discard supplies. Proper procedures per the user manual were reviewed with the hp. No injury or medical intervention was reported.